Event description:
In 2009, the reporter contacted lifescan alleging a strip issue with some one touch suresteppro test strips. The medical surveillance specialist (mss) spoke to the reporter on 11/20/2009, but she was unable to provide any add'l info. The reporter indicated that the alleged issue was first noticed on the date lifescan was contacted, at around 10 am. The reporter stated that the endoscopy dept was "doing a blood sugar off of a line" for a pt. While performing the test, an unidentified person in the endoscopy dept noticed that the white pad "was coming away from the strip." She described the pad as being "flipped up to about the pink square." According to the reporter, "as they were taking it" the pad flipped and blood splashed into the eye of the pt's son. The reporter mentioned that the pt's son was going to just have his eye flushed out in the endoscopy dept. However, when the pt heard that an incident report was going to be written up, the pt insisted for his son to be brought to the ER. According to the reporter, the endoscopy dept did not flush the eyes of the pt's son prior to being brought to the ER. The reporter did not know what treatment, if any, was administered to the pt's son in the ER. The reporter also did not know if the pt's son developed any symptoms because of the alleged issue. It would have been helpful to know the following info: if the pt's son developed any symptoms due to the alleged issue and what actions were taken in the ER. In addition, it would have been helpful to know if the pt's blood glucose was able to be tested, if he developed any symptoms because of the alleged issue, and if the pt received treatment because of the alleged issue. The reporter claimed that she noticed 2 other test strips from the reported vial of test strips that had peeling pads. The test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter indicated that a bystander has blood splashed in his eye and was taken to the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.